Manufacturer narrative:
This event is no longer reportable since it was unable to be implanted since it was not implanted due to the patient anatomy.

Event description:
It was reported that this lead was unable to be implanted in the desired location, this was not a lead issue, since it was due to the patient anatomy. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be implanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.